Manufacturer narrative:
The device used in the reported event was disposed at the facility. The customer saved one of the particles however to date the particle was not returned for evaluation. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report from a user facility in the (B)(4) stated that during the sculpt phase of phaco, two small white particles were observed in the patient's eye that were too hard to phaco. The surgeon used capsulorhexis forceps to remove the particles. On examination the tip wrench used during the case was shown to be damaged. There was no report of injury or consequences to the patient.